Event description:
This case was reported by a consumer and described the occurrence of blood in stools in a (B)(6) male pt who received double salt dental adhesive cream (super poligrip original (zinc free formula)) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started double salt dental adhesive cream. At an unk time after starting double salt dental adhesive cream, the pt experienced blood in stools and product complaint of the cream not holding his dentures. This case was assessed as medically serious by gsk. Treatment with double salt dental adhesive cream was continued. At the time of reporting, the events were unresolved. Consumer stated he had bloody stools where there was more than a tablespoon of blood. Consumer reported product complaint of the cream not holding for more than 5 hours. The pt said "I have been using this for a couple of years. The white cream is better and holds longer."

Manufacturer narrative:
Super poligrip is manufactured in (B)(4). The lot number for this product is available; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).